Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Device power up properly after battery installation. Device received with operating currents within specification. No failed battery test noted. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No prime fill anomaly or unexpected insulin flow blocked alarms noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that buttons were sometimes sticky or non responsive. Customer reported that insulin pump had rejected brand new batteries, during prime insulin will squirt out at times rather than slow drip, settings erased when putting in new battery, unexplainable no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.